Event description:
The customer contacted baxter's technical service center (tsc) regarding a low drain volume (ldv) alarm which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the caregiver (cg) close/open transfer set 3 times, move clamp and rub line, pull up on lines, and check lines for fibrin or air. The home patient (hp) stated that there were lots of bubbles in the line. The tsr advised cg to start over with new supplies. The tsr walked cg through ending therapy procedure. There was patient involvement. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding air in line found during a low drain volume alarm. The cg stated that the issue was resolved by starting over with new supplies, however, the air bubbles and the cause of the alarm remain unknown. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) did not receive any injury or medical intervention as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. The home patient (hp) stated that there was air bubbles and fibrin pieces in the patient line. However, a report of the air in line was not confirmed and a cause of the air was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.